Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, pt suffered symptoms and damage to her body including but not limited to severe pain and discomfort in her groin, thigh, hip area, and back; clicking, squeaking, and grinding of the implant when walking or otherwise moving; walking with a permanent limp; infection and inflammation of bone and tissue surrounding the implant; metallosis of bone and tissue surrounding implant; and chromium and cobalt metal toxicity.